Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description, trailing haptic was straight when advanced. A replacement lens was used and surgery was completed. There was no injury or medical treatment required for patient. Additional information has been requested.